Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, moderately calcified, chronic totally occluded (100%) distal, mid and proximal right coronary artery (rca). Predilatation was performed on the cto lesion with two (1.2 x 6 mm and a 2.5 x 15 mm) non-abbott balloon catheters. Non-abbott stents were implanted in the distal and mid rca lesions after which post-dilatation was performed with the 3.0 x 15 mm tenku balloon catheter. After post-dilatation the balloon catheter and the non-abbott guide wire became stuck together during retraction of the tenku rx balloon catheter resulting in all devices (guiding catheter, balloon catheter and guide wire) being removed from the anatomy as a single unit. The non-abbott guide wire was observed to be stretched outside of the anatomy. There was no resistance felt during advancement of the balloon catheter to the lesion. No further intervention was needed at this time. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: camino 7f; stent: promus 3.0x38mm, promus 4.0x24mm, resolute 3.5x38mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.